Event description:
Customer reported that the left buckle is sewn backwards. This was the first time the product was used. The customer reported that when you lay the strap on the floor, the left buckle does not point to the sky like the right one does. Instead, it points downward towards the floor. The customer reported this product has never been laundered. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) buckle sewn on incorrect side. Eval of the returned product found that the buckle is sewn on the wrong side of the strap. Conclusions: a search of the database found no similar complaints for this product number and lot number. (B)(4).